Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated, a pt had vns lead and generator revision surgery due to a lead discontinuity. A lead fracture was not visualized during the surgery. The pt had no trauma and did not manipulate the vns. X-rays reviewed by the reporter did not identify any lead anomalies. High lead impedance was known prior to the surgery date, but the exact date was not specified. The explanted lead and generator have been returned. Analysis of the generator revealed no anomalies and the generator performed per specifications. Analysis of the lead is pending.